Event description:
The device was used during a hernia procedure. Reportedly, the disposable loading unit disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
10/16/97-supplemental report #1 submitted to FDA.